Manufacturer narrative:
Na

Event description:
It has been reported that the head end fowler becomes angled or broken over a period of time due to a rivet of some kind that attaches the fowler adjustment to the underside of the fowler.